Event description:
It was reported that the cuffs did not inflate symmetrically. No patient injury was reported.

Manufacturer narrative:
Catalog number is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Thirteen samples were received for evaluation. Visual and functional testing were performed. Visual inspection found the samples were in used condition. Functional testing found the complaint was not confirmed. No root cause could be determined since the samples successfully passed cuff symmetry test. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).